Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) performed system verification and concluded system meets specifications as per sir (service installation record). The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported less than desirable outcomes in multiple patients after lasik procedures in all different demographics and treatment types. Additional information has been received stating as of yet, the detailed analysis has not been compiled. It was stated that a moderate percentage of myopic patients have been overcorrected over the past month, but in one eye only. Tends to be noticeable/symptomatic only in presbyopic/pre-presbyopic patients. Corneas have been clear and nothing noted that would impact visual acuity other than residual refractive error. States there have been no changes made in surgical protocol or nomogram and has occurred with multiple surgeons. The past week all patients were doing well at the one day postoperative visit. Additional information has been requested.